Event description:
It was reported that during a superion indirect decompression system implant procedure, upon multiple deployment attempts, the spacer failed to deploy as the device became detached from the implant. Another implant was successfully deployed.